Manufacturer narrative:
Investigation outcome: it was reported that the device delivered inaccurate o2 concentration during ventilation. The event resulted in medical intervention, where the patient was bagged and moved to another ventilator. No harm to the patient was reported in this complaint. 'High oxygen' alarm can be seen appearing repeatedly in event logs. However, no tests were evidenced failing in service logs indicating a component failure. It was stated that local service engineer ran through some tests and decided to replace qvent. Details of the tests were not provided. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "o2 delivery not accurate, ran a few tests over phone, suggested qvent based on the flows wavering, not being steady and also off. Happened on new c1 sn: (B)(6). No health consequences or impact - patient was bagged and vent swapped out". No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet. So far, no relation to the device has been established.